Event description:
Boston scientific received information that during routine change out, when the device was removed from the pocket the header of the device was broken. It was noted that it was unclear if the instruments used to remove the device could have contributed the damage. It was also noted, atrial lead has intermittent out of range impedances in the past. The lead remains implanted and it is plugged into the atrial port of the replacement device, but device is programmed vvi and caller has turned atrial sensitivity off. There were no adverse patient effects reported. The original device was explanted. A request for additional information has been sent.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted header bond is broken. X-ray shows all feed through wires are intact, likely caused during explant. No pace impedance anomalies were noted in memory. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.